Manufacturer narrative:
(B)(4). Report number: mw5072509 notification received thi : 20th oct 2017. (B)(6) report: 27th sept 2017. Date of event: (B)(6) 2017. Product not returned for evaluation. Customer declined replacement product and will be using other meter. Customer discard the alleged defective meter. Most likely underlying root cause : (B)(4) user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system note: manufacturer made a heat data based search and no record of any interaction with the customer was made previously to the FDA report. On (B)(6) 2017 a follow-up call was made in an effort to get the product back for investigation. We were able to make contact with the customer. Customer states that she throw it away. Customer states that the meter would not work, she would ran a blood test and the meter would give 200mg/dl result and then she would test using another meter and she would get a results of 120mg/dl. Customer states that she would run back-to-back test within 5 minutes and all the results would be different. Customer did not need any further assistance or questions about the product.

Event description:
Medwatch sent by (B)(6). Customer complaint details: "I used their new product, it is reading higher than my blood sugar. It reads 20 points higher. I did nt go to the doctor. I bought a different meter that I know words to compare true metrix air blood glucose sunmark manufactured by nirpo diagnostics."